Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zilver flex shaft came off it's handle when being removed from the patient. Nothing from zilver flex shaft was left inside the patient (just the intended implant). Further information to come on monday when meeting. It was a challenging case. An older woman with right cli diabetic foot and obese. There wasn¿t an open surgery option due to co-morbidities so endovascular treatment under local was first attempted in interventional radiology. They were unable to cross the lesion, so she came in for endovascular treatment under general anaesthetic on friday. Initially they wanted to try up and over in ir but went antegrade proximal sfa. They did a retrograde puncture and crossed the distal cap and was able to connect the subintimal cannulation with the intraluminal. Did pta in calcified btk channel with 2mm balloon. Above the knee popliteal area he planned to stent; did pre-dilatation with 5mm balloon which went in fine but there was significant wasting but he got enough of a channel to deploy a 5x14 zilver flex (c2303365). He then crossed the bad part of the calcium above this and intended to use the 6x20 zilver flex quoted in the complaint. It tracked until the distal cap. They were in a 6fr short sheath, angled. A colleague held the belly so that the sheath flattened as it was at an angle. Device was moving forward and back during this attempted deployment so mr millen pinned the device down hard, retracted the sheath and it gave way, the deployment sheath came away from the handle. The stent was still inside the sheath so he took it out of the patient as and ended up using a 6x17 zilver flex (c2190687) instead. He has questioned if the 20cm stent is too long to provide stability during deployment and is happy to speak to anyone should there be further questions.